Event description:
The user noticed a small foreign material fragment in the pt's airway consistent with a fragment scraped from the extended working channel (ewc). This fragment was removed during the procedure at no consequence to the pt.